Event description:
Left total hip replacement. Depuy srom stem size 18b small sleeve with 18x13, 36x +12 lateralized stem, 36 mm head, +3 neck, size 52 pinnacle sector cup with one screw and metal liner.